Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited inappropriate mode switches due to competitive atrial pacing. No intervention or patient symptoms were reported.